Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was oversensing noise on the right atrial (ra) lead channel, which resulted in stored atrial tachy response (atr) events. There was no pacing inhibition. Patient is not dependent on pacing in the ra. The ra lead is a non-boston scientific product. Technical services (ts) analyzed device episode data and recommended reprogramming. A variance in ra lead pacing impedance measurements was observed ranging from 880 ohms to 1100 ohms. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).